Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results were 115mg/dl, 61mg/dl. Tests were done <10 mins apart with a difference of 48mg/dl. Pt did not experience any adverse event. No further info has been reported.